Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a physician's (B)(4) handheld device would not hold a charge despite being plugged in overnight. The handheld was not mishandled nor was it stored near a heat source. The physician was sent a replacement handheld and the (B)(4) in question was returned to the MFR for analysis. During analysis, it was found that the solder connections on the main board of the handheld were broken. After the broken connections were resoldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.